Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5086mri lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a routine follow-up visit, a decrease in r-waves was observed on the patient's right ventricular (rv) lead. Programming changes were made for the rv lead. The lead remains in use. The patient is a participant in a surescan post approval study. No patient complications have been reported as a result of this event.